Manufacturer narrative:
(B)(4). Device evaluated by MFR.: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)

Event description:
It was reported that guide wire tip detachment occurred. A 300cm j luge¿ guide wire was advanced to cross the lesion. However, it was noted that the tip broke off. The physician decided not to retrieve the detached tip. No further patient complications were reported.